Manufacturer narrative:
(B)(4).

Event description:
The patient's health care provider (hcp) reported via the company representative (rep) that there was failed communication and loss of stimulation. The patient was now painful. The patient was very familiar with stimulation and charge. Fifteen days ago, the patient couldn't charge her implantable neurostimulator (ins) anymore. A few hours later, the patient didn't feel stimulation. A new charger was unsuccessful and did not solve the problem. Communication could not be established with the clinician programmer, patient programmer, and charger. An x-ray was done and the ins did not seem to be flipped. A physician mode recharge (pmr) was performed, but failed. It was impossible to start a charge after the 60 minute timer. The patient had a surgical revision on (B)(6) 2015. It was confirmed that the ins was not flipped. They tried to question it "on the table" with the clinician programmer and recharger, was unsuccessful. The ins was replaced. A week after the ins replacement surgery it was confirmed that the patient has gone back home with the same stimulation and the same relief as previously. The ins will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 206. The last recorded recharge session performed while the device was implanted was on (B)(6) 2015. The device was recharged for 24 minutes and the battery voltage did not change from 3.48v. A prior charge occurred on (B)(6) 2015; it lasted 1 hour and 3 minutes and the battery charged from 3.53v to 3.73v. The parameter trend diagnostic section of the trace report shows patient usage during this session. One recharge session had 0 bars of coupling. The battery discharged to the lock mode on (B)(6) 2015. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after a physician mode recharge. The recharger had full coupling and the ins recharged for 5 hours and 38 minutes to an end voltage of 4.04v.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.